Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had two unrelated incisions and the lifevest irritated the area, causing it to bleed. There was no alleged device malfunction contributing to the irritation. The patient¿s cardiologist and wound care doctor were made aware of the skin irritation and evaluated the area. It is unclear what treatment or medication was prescribed. Reporting out of abundance of caution. Follow up indicated that the wounds improved.